Event description:
It was reported that the patient experienced inadequate stimulation due to difficulty with their charging system and was hospitalized. During the hospitalization, the patient was administered medication, received rehabilitation and their therapy stimulation was reprogrammed. The patient has been discharged and is doing well. No devices will be returned as they all remain implanted.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation and being hospitalized was not confirmed based on record review, the devices were not returned as they remain implanted therefore device analysis could not be performed. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices remain implanted and were not returned; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states loss of adequate stimulation and weakness, muscle spasms, shaking, restlessness, or problems with movement. The investigation was limited to the information and documentation available at the time of review. Evaluation of the complaint record did not identify objective evidence to confirm the reported issue. Review of the device history record (DHR) did not identify any manufacturing-related nonconformances, deviations, or anomalies that could be associated with the reported event. A review of the applicable labeling did not reveal any discrepancies as it appropriately addresses, stimulation inadequate and dyskinesia. The reported hospitalization or prolonged hospitalization, medication required, therapeutic response decreased, absence of treatment and reprogramming of device are considered secondary outcomes of the reported event. Based on the information available, a probable cause could not be determined, therefore the investigation conclusion code selected for this investigation is cause not established.